Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, failure to sense issue was observed on the device. Upon inspection, device migration was noted. It was suspected that the device was too far to detect cardiac activity. The patient was stable.